Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the received device was forwarded to commercialized product development for evaluation. Review of the received device identified polywear. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Her primary sigma cr150 rp knee was implanted by dr.(B)(6) at (B)(6) hospital. Fluids were drawn from the patient's knee prior to her revision surgery. The lab report indicated that plastic particles were found in the fluid, according to dr. (B)(6), the revising surgeon. Upon examination of the knee during the revision procedure, it appeared that the sigma cr rp insert may have been rubbing against some bone cement that had extruded out from underneath the anterior inferior portion of the sigma cr150 femur, in the trochlear groove region of the femur, during the cementing process of the primary femur. It also appeared to dr. (B)(6) that the superior surface of the sigma cr rp insert may have been slightly worn down, by rubbing against the extruded cement, which may have created the plastic (poly debride) found in the drawn fluids. The extruded cement was removed and a thicker replacement insert was implanted for added stability during the revision procedure. Doi: (B)(6) 2019. Dor: (B)(6) 2021; left knee.